Event description:
It was reported to covidien on 3/5/09 that a customer had an issue with a hemodialysis catheter. The customer reports the hub cracked 2-3 weeks after placement. Patient h.b.c. Had a catheter placed 2008, and needed to have it removed and replaced the following month.

Manufacturer narrative:
Submit date: 3/19/09. An investigation is currently underway. Upon completion, the results will be forwarded.